Event description:
It was reported that this 63 y/o old female patient's right shoulder was revised due to pain. Patient had a conversion to a reverse. This was the 1st stage revision with graft for major bone loss. Contained defect. Poly totally destroyed. Image provided shows prosthesis fracture of the cage glenoid.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): equinox square torque define screw drive kit 300-20-02, sn: (B)(4). Equinoxe replicator plate 1.5mm o/s 300-10-15, sn: (B)(4). Equinoxe, humeral head short, 38mm (alpha) 310-01-38, sn: (B)(4).

Manufacturer narrative:
(H3) the revision reported was likely the result of fracture of the cage glenoid component, which led to the patient¿s pain. However, the cause of the fracture cannot be determined with the information provided. The exact events and order of events cannot be determined because the devices were not returned to exactech for evaluation and no radiographs were provided. The following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.